Event description:
It was reported that during the implant procedure, the physician was unable to flush the left ventricular lead. The lead was not implanted, and replaced.

Manufacturer narrative:
Analysis found normal device characteristics.